Event description:
It was reported that the ceramic tip of the sheath was damaged. The issue occurred during preparation for use. There was no patient or procedural involvement.

Manufacturer narrative:
The device was not returned. A third party inspection was performed which found: no scars or punctured obstructions and all parts were fixed in each position. Should additional relevant information become available, a supplemental report will be submitted. H3 other text : not inspected by olympus

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the following led to the malfunction: thermal and mechanical induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. The event can be [detected/prevented] by following the instructions for use which state: 4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.